Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-04370. It was reported that during device upgrade procedure, the rv lead could not be removed from the device header. The physician stated that the lead was stuck in the header even after the set screw was removed. The lead was eventually removed from the header after multiple attempts. The device was explanted and replaced, and the lead was connected to the new device.